Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. While hospitalized for an unrelated condition, the patient underwent a surgical procedure. During this surgical procedure, the medical staff discovered the peritonitis. The patient was treated with intraperitoneal vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Therapy remained ongoing. Five days after admission, the patient was discharged from the hospital. At the time of this report, the patient remains on antibiotic therapy and is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.